Event description:
Customer reports receiving results outside of meter reading range while using the aviva system with results of 629 mg/dl and 649mg/dl. Device to display "hi" for results over 600 mg/dl. No quality controls were run. No adverse event reported due to malfunction. A request was made for return of the suspect product and a replacement was sent.